Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the device was interrogated and revealed episodes of oversensing due to noise on the right atrial (ra) lead. Technical support was contacted and determined that the event was caused by the oversensing of myopotential signals. It is suspected that cause of the event was due to ra lead insulation damage. No intervention has been conducted at this time but is anticipated to be conducted when the device has reached its elective replacement indicator. The patient was stable and will continue to be monitored.